Manufacturer narrative:
A siemens customer service engineer was dispatched to the customer site. After evaluating the instrument, the cse cleaned the capstan area, aligned the top seal components and verified the cuvette formation. It is unknown if the operator was wearing the personal protective equipment (ppe). The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of a dimension exl 200 instrument contacted a siemens customer care center (ccc) specialist. The operator observed that the top seal of the cuvettes were not sealing and caused the cuvettes to leak the reagent into the waste container. While emptying the waste container, the operator was exposed to the waste container components. The operator did not require medical intervention or treatment due to the exposure to waste container components.

Manufacturer narrative:
Corrected information (4/26/2016): the initial MDR stated that while emptying the waste container, the operator was exposed to the waste container components. Information was provided by the customer that the operator was not exposed to the waste container components. This information has been corrected. Additional information (4/26/2016): the operator was wearing a personal protective equipment. This information has been amended.

Event description:
The operator of a dimension exl 200 instrument contacted a siemens customer care center (ccc) specialist. The operator observed that the top seal of the cuvettes were not sealing and caused the cuvettes to leak the reagent into the waste container. The operator was not exposed to the waste container components and was wearing proper personal protective equipment while emptying the waste. The operator did not require medical intervention or treatment.